Manufacturer narrative:
The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corp that during a cystocele repair procedure using a pinnacle anterior/apical pfr kit, when the physician was removing one of the arcus tendineous mesh leg assemblies, the plastic sheath tore off and got stuck in the paravaginal space, above the tissue wall. The physician entered the pt's "belly" laparoscopically, found the sheath sticking up in the peritoneal space, and used a clamp to retrieve it. The pt was on anesthesia for ten hours. The pinnacle mesh was not placed due to this event. The pt was reportedly in recovery in 2009, given pain medication (type unk) and is "fine" post-procedure. The physician is not planning to correct the cystocele "any time soon."